Event description:
It was reported via legal documentation that a patient had a left total hip arthroplasty on (B)(6) 2016 then approximately 6 years, 7 months later experienced a revision surgical procedure on (B)(6) 2023.revision operative report of (B)(6) 2023. Postoperative diagnosis: failed left total hip replacement. The patient was revised to exactech devices. Indications: increasing left hip pain with evidence of worrisome and extensive periprosthetic bone loss with total hip which has been voluntarily recalled by the manufacturer. Procedure: surgeon visualized an underlying villonodular thick joint lining which appeared consistent with a reaction to polyethylene debris with a foreign body reaction. Surgeon appreciated a small area of bone loss or osteolysis involving the medial femoral neck. The femoral component was stable, the plan was not to revise the femoral component if stability could be achieved with it. The plastic liner was removed. Gross wear observed superior posteriorly with some discoloration. The cup had been placed in approximately 45 degrees of inclination and 15 to 20 degrees of anteversion. The posterior acetabular rim was deficient as well as the anterior inferior acetabular rim from bone loss. The pubic rami had lost all cancellous structure and appeared hollowed out with a large anterior defect. The cup was osseous integrated peripherally and stable. Surgeon proceeded with plan not to revise the acetabular shell and bone graft behind it. Devices were trialed and then implanted. The patient was taken to the recovery in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D10. Concomitants: 4374041 162-00-04 - neck preserving stem, std offset plasma sz 4. 4373982 170-36-00 - biolox delta femoral head 36mm od, +0mm. 4385639 186-01-52 - integrip cc, cluster 52mm, g2. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Manufacturer narrative:
H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.